Event description:
It was reported that an individual using an ilet system experienced sustained hyperglycemia for 4 to 5 hours, with highest readings of 383 mg/dl on the ilet and 377 mg/dl by fingerstick, after a same-day infusion set and supply change; troubleshooting over the phone suggested a possible tubing issue or an unannounced meal, and the family agreed to change the entire infusion set. Symptoms included no reported clinical symptoms and the individual stated feeling fine. Outcomes included no hospitalization and continued home management with hydration and set replacement. Investigation included remote troubleshooting and education with guidance to replace all infusion supplies. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contribution from infusion tubing or user-related factors, and no confirmed device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.